Event description:
While about reconstitute the diluent was leaked from the prefilled syirnge [device leakage] , prefilled syringe is defective [device defective] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns product complaint of device leakage, device defective and no adverse event from the united states. The patient's age at the time of event experienced was not reported. On 06-may-2026, amneal pharmaceuticals received information from pharmacist via an email concerning a safety concern of amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Product details included risperidone for extended-release injectable suspension 37.5 mg (ndc: (B)(4), lot number, expiry date and serial number were not reported). On unknown date of (B)(6) 2026, they received a sealed medication kit from their wholesaler. On unknown date of (B)(6) 2026 while about reconstitute the medication with the diluent and diluent was leaked from the prefilled syringe and requested for the replacement. They didn't administer to the patient as prefilled syringe was defective and didn't give any alternative product for the patient as they were out of stock. Further they rescheduled the treatment after they restock the medication. Last action taken with risperidone in relation to device leakage, device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device leakage, device defective and no adverse event was unknown. The reporter did not provide the causality of events device leakage, device defective and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.